Manufacturer narrative:
(B)(4). Additional information: batch # j5ju9m. The analysis results showed that one ax55g device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device ¿did not deploy.¿ does this mean that the device locked out and would not fire? Or, was the firing trigger advanced, but no staples were deployed? How was the procedure completed?

Event description:
It was reported that during a colostomy procedure, the device "would not deploy." The surgeon attempted to use the device and after it would not deploy, they reviewed the use of the device on "(B)(6)" to confirm the device was used correctly. It was determined that the device was used as shown in the video that was viewed. It was unknown how the procedure was completed. No patient consequences were reported.